Event description:
It was reported that air leakage occurred during customer use. No adverse effects have been reported by the customer at this time.

Manufacturer narrative:
G5: 510k is blank, device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One completed assembly received, unit has secondary label as required. One additional label was attached but was faded and not readable. No additional visuals issue noted. Unit was found to leak. Functional test revealed when unit was submersed in water to determine leak and it was found to be leaking at the seal where the hanging strap is positioned. The complaint is confirmed. Break in the seal at the hanging strap allowed leak path to form. Unable to determine if break was caused during the seal path or when hanging strap was assembled. Root cause is unable to be determined. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).